Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact. (B)(6).

Event description:
The customer reported the rad-97 "speaker alarm [was] defective." No patient impact or consequences were reported.

Manufacturer narrative:
Other, other text: the returned rad-97 was evaluated. Testing determined a defective speaker resulted in the speaker issue. The device was unable to complete the power on phase as audible and visual "audio speaker fault" alarms were triggered on the device. Additionally, multiple instances of speaker fault (0x80000a00) errors were observed in the device's log files. Health effect impact code: no adverse event, no patient impact. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
The customer reported the rad-97 "speaker alarm [was] defective." No patient impact or consequences were reported.